Manufacturer narrative:
Additional information was received that the patient had a possible infection. The patient was given antibiotics. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: a44240/a44592, model/catalog description:linear st lead kit 70 cm.

Event description:
A report was received that the patiend had a thick white fluid and a white flakey material at the the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a thick white fluid and a white flaky material at the pocket site. The patient underwent an explant procedure.